Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & weight is not available for reporting. This report is for unknown screw locking/unknown lot number. Other UDI: (01) unknown (10) unknown device is not expected to be returned for manufacturer review/investigation. Additional reporters information: (B)(6). 510k#: unknown. The patient developed (B)(6) infection post-operatively which required revision surgery. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision of a left femur fracture with lateral entry nail and screws on (B)(6) 2014 due to an infection and non-union. The corrective surgery was performed to repair the non-union of the fracture, clean out the medullary shaft, remove all hardware, clean out two (2) pus pockets and remove the reamer head from the patient's leg. The following hardware was removed; one (1) unknown 11mm lateral entry nail and four (4) unknown 5.0mm locking screws. In addition, the following-non-implant grade device was removed; one (1) 11.5mm medullary reamer head. The patient was revised to unknown hardware. No known surgical delay or patient harm occurred during this procedure. The patient was initially implanted with the hardware (nail and screws) on (B)(6) 2014. During that procedure one (1) 11.5mm medullary reamer head dislodged and exited the femur into the medial soft tissues (captured in (B)(4)). An attempt to retrieve the reamer head was unsuccessful. Within two (2) weeks, the patient had signs of infection appearing around the operative site and went to a different hospital and surgeon to have cultures taken from his wound. He was told he developed (B)(6) infection in his left leg. At this time he was advised he need a revision surgery which occurred on (B)(6) 2014). On (B)(6) 2015, the patient had a second corrective surgery due to non-union to remove unknown hardware placed during the (B)(6) 2014 revision. It is unknown who is the manufacturer of the devices. The patient now lives with an altered gait, feels daily pain in his left leg, utilizes a cane to walk and has psychological issues in which he experienced a an anxiety attack. His current physician projects that he will require nine (9) to twelve (12) more months of treatment and rehabilitation for his left leg. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).